Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device experienced a power on reset (por). In addition, the patient recently underwent a magnetic resonance imaging (MRI) procedure. The electrical reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.